Event description:
It was reported that the pump had a check syringe flange sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a counterfeit top case and damaged bottom case. The check syringe flange sensor was detected at power up. Error history log review found a check syringe flange sensor error. The root cause of the reported issue was found to be the optocoupler sensor was not seated properly. Actions were taken to mitigate the reported issue: seated optocoupler sensor properly and firmly. Performed power up process and all functional tests which passed.